Event description:
The hcp reported the pt became very spastic with spasms occurring frequently. The device system was explanted and replaced and returned to the manufacturer for analysis. The pt is reported to be back to normal after the replacement. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis results reveal catheter leakage - hole .